Manufacturer narrative:
A fully constrained wallstent biliary stent and delivery system was returned for analysis. Visual analysis of the returned device found that the stainless steel tube was kinked and exiting proximally out of the outer (blue) sheath. The inner sheath was kinked in several locations but was still attached to the stainless steel tube. The stent is still within the outer sheath of the delivery system, however, it was moved out of its position (proximally) most probably because the stainless steel tube was pulled out. No other issues were noted with the device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the labeled indications. The dfu states, " 4. To begin stent deployment, immobilize the stainless steel tube in one hand, grasp the valve body with the other hand, and gently slide the valve body along the stainless steel tube until the deployment threshold, identified by the location of the limit marker band, is reached." And " 5. Assess stent position and reposition if desired. To reposition, first reconstrain the stent by holding the stainless steel tube stationary and gently sliding the valve body forward along the stainless steel tube. It may be necessary to guide the delivery system into the endoscope. Under fluoroscopy, the exterior tube marker band will be seen to move over the stent until even with the leading marker band." In this case, the damage to the device indicates that the physician either pulled the stainless steel tube excessively, instead of immobilizing it as directed, causing it to exit proximally out of the outer (blue) sheath, or the physician pushed the outer sheath too far distally, passing the leading marker band. Therefore, the most probable root cause classification is user / use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallstent biliary uncovered stent was to be used to treat a malignant stricture during biliary stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the delivery system was broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallstent biliary uncovered stent was to be used to treat a malignant stricture during biliary stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the delivery system was broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.